Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part number: 412.224, lot number: 25p6358, manufacturing site: mezzovico, release to warehouse date: 18 nov 2019. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. H6: investigation summary: picture review: narrative (several screws are broken) could be confirmed from provided x-ray. Five broken cortex screws together with one lcp-distal femur plate (intact), eight locking screws and three cortex screws (all intact) were returned for investigation. The intact parts were captured to document a post-operative event (infection). (B)(4) captures ten (10) out of the seventeen (17) devices while (B)(4) captures the seven (7) devices. Investigation site: cq zuchwil selected flow: adverse event (no reported product problem). Visual inspection: the returned implants present only minimal wear consistent with the device use; no signs of damage identified. Summary: this complaint was entered to capture a post-operative event (infection). No product related issues that could have contributed to this clinical finding were identified. Condition of the returned device prevents failure analysis of the reported allegation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate g1. Manufacturer contact facility name

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2020 due to infection and broken screws in the locking compression plate (lcp) distal femoral plate. Patient was originally treated for a femoral fracture on an unknown date. This report is for one (1) 5.0mm ti locking scr slf-tpng with t25 stardrive recess 75mm. This is report 9 of 10 for (B)(4). Additional devices are reported under linked complaint (B)(4).